Event description:
Nt821731c - cracking and leaking between the system stopcock and the transducer, and seeing csf back into the transducer along with tiny air bubbles in the transducer. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Device history record review: customer did not report the lot number, unable to perform DHR review. However, the device history records for all eds/evd subassemblies and final assemblies are reviewed 100%, product is not released until all requirements are met. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 3 previously confirmed "lnteg-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731 c units sold within past two years. (B)(4). Risk management review: (identify hazard ID) a review of doc-035405 medical device hazard analysis (rev 06), identifies the hazard situation as "4.35 stopcock luer lock do not mate to form seal with connector" based on complaint of "cracked stopcock." The risk level is considered moderate. This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation; therefore the complaint could not be confirmed or root cause investigated. Failure mode: unconfirmed/ no device returned.

Event description:
Nt821731c - cracking and leaking between the system stopcock and the transducer, and seeing csf back into the transducer along with tiny air bubbles in the transducer. No injuries reported.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Several issues with the eds 3, currently on 2-3 patients. Customer reports the transducer connection does not get tight and that the bedside monitor cable pulls the transducer down causing a disconnection. They are also seeing csf back into the transducer along with tiny air bubbles in the transducer. Natus representatives discussed their practices for priming, attaching the transducer, and drain management, and also discussed different transducers. They will meet with the neuro ICU team to understand how they prime and if they use the "null" position. Pictures were provided. Customer was requested to return the affected product. Further investigation to be carried out.